Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2019 due to high impedance and high capture threshold. The patient was in good condition.

Event description:
New information received notes that the event was observed in the hospital.

Event description:
New information received notes that the patient presented after receiving shocks from device. Noise was observed on the right ventricular lead consistent with a fracture.